Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead had no capture on any left ventricle electrode. Chest x ray showed straight lead pulled back into the main coronary sinus (cs). The lead was explanted and replaced with a short spiral in the same lateral branch. No additional adverse patient effects were reported.